Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl claim letter and medical records received. It was reported that the patient was revised to address sudden severe pain and limping. The x-rays did not reveal any apparent loosening however CT scan and MRI showed a peri-articular fluid collection yielded 20 cc of cloudy blood. It was stated on the revision note, that signs of metallosis were present as well as fracture of the greater trochanter related to osteolysis of the proximal femur. The stem was very fixed and decided to revised only the cup. The cup was totally ingrown and very well osteointegrated. It was also stated in the claim that x-ray showed a dark liquid surrounding the hip due to corrosion of metals, and a part of hip had disintegrated due to toxic and dangerous liquid. It was also stated that patient is asking for compensation. Doi: 2007: dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.